Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's stepfather reported via phone call of low blood glucose readings and hospitalization. The customer stated that the ambulance took her to the emergency room. The customer had incoherent, heavy acidic smell from the mouth. The customer was treated with IV at the hospital. The father will call with daughter to troubleshoot.